Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's disease. It was reported the battery was out of electricity and the patient was in the hospital. There were unexplained blisters at the position of the battery implantation near the armpit after the operation. The cause was unknown and troubleshooting was unknown. It was noted there was not more than 50% of symptoms reduced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the cause of the blisters was unknown. Diagnostics performed related to the blisters were unknown. Actions taken included returning to the hospital. It was unknown when the issue occurred. No further complications were reported/anticipated.